Event description:
It was reported that excessive force is required to press the wake button and activate display. The issue has gotten worse over time. Blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.